Manufacturer narrative:
One catheter tubing was returned for evaluation; the catheter hub was not returned. Visual inspection found that the catheter tubing was broken. The exact root cause is unable to be determined; however, a possible cause may be related to patient activity / movement or to excessive tensile / pulling force during use.

Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
PICC catheter came out of patient on (B)(6) 2019 and on (B)(6) 2019 a threadlike material came out of patient. No new piv or PICC placed because pt discharged home.